Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller with resetting the pump, allowing the customer to continue using it. The caller was advised to reach out if the malfunction code recurred, which was acknowledged and understood.